Event description:
Reporter stated that pt was found "twitching" and his speech was slurred. Emergency medical services were reportedly contacted on pt's behalf. Upon their arrival, pt's blood glucose measured 19 mg/dl, on paramedics' device. Reporter stated that pt was treated with an unk substance to increase blood glucose. Forty five minutes earlier, pt had reportedly tested blood glucose, using the suspect device, and obtained a result of 246 mg/dl. Reporter noted that patient takes insulin; however, she did not know if patient had delivered insulin based on the result of 246 mg/dl. Valid quality control testing had not been performed on the system (patient had the wrong control solutions for the strip type). Technical support requested the return of the suspect product and replacement product was shipped.